Manufacturer narrative:
The reported event occurred on a cobas e 601 analyzer (serial number: (B)(6). The investigation determined that the elecsys hiv combi pt assay performed within specifications. A review of quality control data confirmed that all results were within the expected ranges. No calibration data or additional patient medical history was provided to support further analysis. The root cause was attributed to a sample-specific discrepancy. Discrepant or false reactive results may occur with this assay due to its specificity. The device remains in operation at the customer site.

Event description:
The initial reporter alleged discrepant reactive results for one patient sample tested with the hiv combi pt elecsys cobas e 200 v2 assay on the cobas 6000 e601 module. On (b)(60 2023, the sample was tested twice with the hiv combi pt assay, yielding results of 1.49 coi (reactive) and 1.48 coi (reactive). Subsequent testing of the same sample using four different hiv competitor assays, including abbott alinity hiv, produced non-reactive results (e.g., 0.07 s/co, non-reactive).